Manufacturer narrative:
This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "can get cleaning brush through but gets stuck; thinks there is possible damage on the inside; nothing stuck in the channel" involving pentax model eg29-i10/serial (B)(4). The facility also stated the event is occurring during reprocessing. No further information was provided at the time of the report. Additional information received from the facility contact stated both a boston scientific hedgehog catalog no. Sbd-289 and pentax tri-bristled cleaning brush for endoscopic channel were used to clean this gastroscope and both brushes will not pass out of the suction nipple, though the tip of the brush can be visible in the suction nipple. The problem was discovered during the pre-cleaning of the gastroscope with the cleaning brush prior to hld. This incident has occurred in 2 subsequent pre cleanings of the same gastroscope. The device was returned to pentax for evaluation. Pentax service inspectional findings included: suction tube resistance, failed dry leak test, failed wet leak test, leak at # 1 remote control button cover, hole in # 1 remote control button cover, video image has a white or red dot, insertion tube gauge/dig at stage 1. Repairs were performed on the device which included replacement of the following components: o-rings and seals, suction channel lg, remote control button.